Event description:
Linear stapler did not have staples in cartridge, did not discover until after stapler was used. Surgeon had to sew bowel with sutures. Possible leakage might occur. Pt had to have a descending colostomy because of this defective stapler.